Event description:
Attorney alleges his client suffered burns to his feet from a heating pad. The injury became infected resulting in the surgical amputation of left big toe.

Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.